Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression, and the stylet/guidewire was kinked/buckled. The analyst noted that visual inspection found the guidewire tip was bent inside the lead tip nose. Destructive analysis was performed to reshape the guidewire tip. The guidewire was then able to be removed easily and can be identified as a competitor guidewire. The lead itself passed all standard tests.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, after positioning the left ventricular (lv) lead in the coronary sinus, the physician was unable to remove the guidewire from the lv lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.